Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump kept stopping. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump suspended when she was delivering insulin. The customer also stated that she saw a black dot when she got error and she removed it by pressing esc and act button. The customer mentioned that she received a no delivery alarm and the auto off feature was not on. The insulin pump will not be returned for analysis.